Event description:
The customer reported a purple fluid leak of approximately 1ml from disconnected tubing on a coulter act 5diff cap pierce (cp) during instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/03/2015. The fse found a leak attributed to the reagent syringe assembly. He rebuilt the reagent syringe assembly with new o-rings and washers and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).